Event description:
A customer reported that their pump battery would not charge despite using the correct tandem charging cable and connecting it to a wall outlet. They confirmed that the charging issue had not caused their blood glucose levels to exceed a certain threshold, indicating no adverse impact. Various troubleshooting steps were attempted, including using a different wall adapter and charging cable, all of which failed to resolve the issue. As a result, the customer service team decided to replace the pump since it was under warranty. The customer was instructed on how to put the pump into storage mode and return it using a prepaid label within ten days, while continuing to use the current pump to ensure uninterrupted insulin delivery.